Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned yet to zoll .

Event description:
It was reported that when the lifeband was being installed in the autopulse platform s/n (B)(4), it would not clip on. The customer made several attempts with multiple lifebands and were unable to clip the lifeband in place. There was no mention of patient involvement. No further information provided.

Manufacturer narrative:
The autopulse platform (s/(B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found no damages a review of the platform archive log showed no problem found in the archive file. The platform was functional tested and the autopulse exhibited no user advisory messages. In summary, the customer's reported complaint of autopulse lifeband would not clip on was confirmed. Although, there were no device deficiencies found during evaluation of the returned platform, channel roller assembly was replaced to remedy the reported complaint of lifeband would not clip on.